Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the patient experienced a blood glucose over 250 mg/dl but less than 500 mg/dl without symptoms. It was reported that there was moisture in the battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/20/2017 with the following findings: the black box shows multiple unexplained por events on 3/20/17. Battery compartment is cracked at threads on the side. Returned battery cap is undamaged and able to fit securely. The battery cap height and width were within specifications. Moisture corrosion is observed in the battery canister, leak test failed due a battery compartment leak. No powers interruption occurred during the investigation. Unable to duplicate ¿intermittent power¿ complaint. The pump¿s cover was removed, no further moisture ingress or any intermittent condition was found to the power pcb.